Event description:
It was reported that during a laparoscopic cholecystectomy procedure, one of the metal arms fell into the patient. The case was completed with another device of the same product code. There was no patient consequence.